Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing.

Manufacturer narrative:
No information for the event is available yet. Event date is unknown. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not known at this time. The user¿s complaint was not confirmed. The device was inspected with test scope and two types of camera heads. No issue found; the user complaint was not confirmed. Full inspection was performed on the device and the device failed inspection due to bad or loose scope socket connector. Cause for the loose scope socket connector could not be established.

Event description:
As reported for this event, during preparation for use the device had no image, picture, video or color bar. The device did power up.